Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing on stored events. The lead remains in use and is already programmed to the most sensitive setting. No patient complications have been reported as a result of this event.